Manufacturer narrative:
Initial reporter zip code: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported "implant rupture". Device has been explanted. This relates to the left side.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening on posterior, red particles in the shell and weight to the spec. A visual and microscopic analysis was performed which identified: sharp opening on posterior and crease fold. A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is:sharp opening on posterior assessed as an unidentified (tear) opening.

Event description:
Physician reported left side "implant rupture". Device has been explanted.